Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset.